Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 was failed, unable to open and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 was failed. A field service engineer shut down station, removed back panel and reseated row board cable from drawer control board and cubie trays. The fse locked back panel and power station back on. Performed functional testing in hardware test application and medstation application and confirmed successful operation, no issues reported. The system functioned as intended after the field service engineer repaired the device.